Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a corroded video connector and/or damaged charge-coupled device (ccd) unit. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope screen blacked out. The reported issue occurred during preparation of use for a diagnostic tracheoscopy procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a faulty charge-coupled device unit. Additionally, it was observed that there was liquid intrusion in the electrical connector causing corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.